Event description:
It was reported that the patient received numerous inappropriate shocks from the right ventricular (rv) lead due to nonphysiologic oversensing. The rv lead impedance had increased to greater than 2500 ohms overnight and it had an elevated short interval counts. The detections were programmed off for the rv lead and the lead remains in use. It was later reported there was a rv pace/sense lead which had the noise and poor sensing that caused the inappropriate shocks from the rv high voltage lead. The rv pace/sense lead also had high impedance and high threshold. The rv pace/sense lead was capped and the pace/sense portion of the rv high voltage lead was reconnected. The high voltage portion of the rv lead was capped and not replaced when the device was explanted and replaced with a biventricular implantable pulse generator instead of a biventricular implantable cardiac defibrillator. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.